Event description:
I have the ideal structured breast implant and it has failed and a chamber has ruptured. I now need another surgery to fix the failed implant. My surgery was done on (B)(6) 2015. The company is showing there are out of business but I have heard from my surgeon that this device has had multiple reports of failure.